Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot number for this device, unique device identifier (UDI) cannot be determined. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), neuron max 6f 088 long sheath (neuron max), guidewire, stent retriever, and snare device. During the procedure, after completing one pass in the target location, the physician removed the 3maxc to be flushed on the back table. However, while flushing the 3maxc, the physician noticed the distal end of the 3maxc was missing. The physician performed a fluoroscopy and discovered the distal end of the 3maxc had fractured and was left in the internal carotid artery (ica). Therefore, the physician attempted to use a stent retriever and snare device to remove the fractured piece of the 3maxc, but the attempt was unsuccessful. It was reported that the physician determined the fractured distal piece of the 3maxc was safe to be left in the vessel. The procedure had ended at this point.